Event description:
It was further reported that pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid lad with 80% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 2.5 x 16 mm taxus stent. An attempt to place a 2.5 x 8 mm taxus stent in diag2 (diag1-see event description below) was unsuccessful. There were no reported complications. The pt was readmitted 2 months later in 2004 with recurrent chest pain. EKG showed an old anterior infarct; peak ck was 255 iu/l. Cardiac catheterization revealed in 2004 on the day of readmission: lmca -no findings, lad (target vessel)-thrombosed from the 1st septal perforator into diag1. Note: the investigator had clarified that there is only one major diagonal branch of the lad; this same diagonal branch was attempted to be treated in the implant procedure, and was also treated during this reintervention. Lcx-no progression of disease. Rca-'virtually' normal. In the opinion of the physician the relationship to the taxus stent is "probable". The pt's cardiac enzymes met guideline criteria for mi as noted in the table below. In the opinion of the physician the relationship to the taxus stent and the target vessel is "probable". On the day of readmission in 2004, the pt underwent pci as follows: ptca (kissing balloon technique) of the mid lad and diag1. Placement of a 2.5 x 8 mm taxus stent at the origin of diag1. The pt was discharged 3 days after surgery in 2004. In the opinion of the physician the relationship to the taxus stent is "probable".

Event description:
Clinical study. It was reported that 2 months after a coronary drug eluting stenting treatment procedure, a stent thrombosis and target vessel reintervention occurred.